Event description:
It was reported that during the use of the product, the customer noticed the pilot balloon had water in it. So he stopped using the product. No patient injury.

Manufacturer narrative:
H10: device evaluation: one used decontaminated sample of suctioned tube size 8.5mm (probably pn 10009163-005) was received without its original packaging (see photo of sample). During initial visual inspection the sample doesn't show any signs of damage and no water inside the pilot balloon and cuff observed. During manufacturing process the devices are 100% inflation tested, which includes inflating each device cuff and leaving for a 12 hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. The inflation test was repeated on the received samples. It was confirmed that after 12 hours the cuffs were still fully inflated. No manufacturing related failure was observed - inflation system was confirmed to be closed without any leak which might be entrance point for reported water. The most probable cause is that customer put water into pilot balloon during cuff inflating. The cause of the reported problem was traced to the user actions. No trend of similar customer complaints was identified. Based on the investigation results we cannot confirm reported issue. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.